Manufacturer narrative:
Inspection of the two returned devices indicated there was evidence that the outer blades had been bent at the distal tip. There was deformation at the cutting edge of the inner blades. Further dissection showed there was no component damage other than the inner and outer blades. A potential cause of this type of damage is applying excessive force against fibroids. This may have bent the outer tube causing interference between the inner and outer tube. The deformation of the subject device is the result of the impact between the cutting edge of the inner blade and the hook of the bent morcellator. This caused the morcellator to seize. The sales representative confirmed that the devices were used aggressively to resect a very dense fibroid. Review of device instructions for use (IFU) specified ¿excessive leverage on the morcellator/blade does not improve cutting performance and, in extreme cases, may result in wear and degradation of the inner assembly.¿ per results of the investigation, the root cause of the complained issue was determined to be user error. At this time, no further action is warranted. (B)(4).

Event description:
During a myomectomy, it was reported that the truclear ultra reciprocating morcellator blade, 4.0 stopped cutting during the procedure. The blade continued to oscillate, but failed to cut any tissue. A second blade was opened to try to finish the case. It was reported that the surgeon stated that the fibroid was of larger size, with a wide base. It was reported that there was a delay of 10 minutes in the procedure. Additionally, the surgery was aborted due to fluid deficit limit being reached. It was reported that the initial truclear ultra reciprocating morcellator blade, 4.0 as well as the backup blade are being returned due to the failed device and the backup device being mixed up on the sterile field. It was reported that the sales representative is uncertain which blade is the failed device and which is the back up. It was reported that a follow up procedure was expected, but has not been confirmed.